Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported an occlusion alarm occurred. As a result, customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 530 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released for the ER later the same day with the issue resolved and no permanent damage. System check was performed by tandem technical support and no issues were identified the customer resumed insulin delivery on the pump.